Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
The user reported that the part on the saw was not holding the cable. No other details regarding the nature of the event were provided.